Manufacturer narrative:
Evaluation summary: evaluation of the returned device found dried blood was present on the exposed portion of the stent indicating the device had been introduced into the body. The stent was partially deployed by 2 strut rows. The thumb lock was not fully seated in the lock slot within the nose of the device. There was a kink noted in the distal portion of the catheter shaft consistent with post procedure handling. The handle and its associated components were all normal and the catheter was securely affixed to the handle. During testing, the stent was fully deployed without any abnormalities observed. No manufacturing issues were detected. A specific root cause for the premature partial stent deployment could not be determined based on the investigation findings. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: partially deployed stent. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that while taking the device out of the package, the xceed stent was found prematurely, partially deployed. Reportedly, there was no pt involvement. A second xceed stent was used in the procedure. Though requested, no add'l info was available.